Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set had poor sleeve function. The following information was provided by the initial reporter: "the sheath that covers the needle piercing the tubes, does not come back entirely on the needle, and therefore the blood continues to flow.

Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® safety-lok¿ blood collection set had poor sleeve function. The following information was provided by the initial reporter: "the sheath that covers the needle piercing the tubes, does not come back entirely on the needle, and therefore the blood continues to flow.